Event description:
On (B) (6) 2005, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (6) 2009, the pt presented to the hospital with a type ii endoleak and ruptured iliac artery aneurysm. The previous grafts were relined with an unk graft to fix the type ii endoleak, and an unk graft was implanted to treat the iliac artery aneurysm. The pt tolerated the procedure and the endoleak and rupture resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.